Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. It has been mentioned that the inner packaging on the versacross split as the package was being opened in the clear portion of the package. There was no box damage noted and no inner devices damaged. The packaging tore in the incorrect location. This was replaced with another versacross and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (contaminated).